Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of a partial display and blank screen from the insulin pump. The customer's blood glucose level was unknown. The customer is using an (B)(6) aaa alkaline battery. The customer will call back to troubleshoot.